Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will use manual daily injections for therapy.